Event description:
It was reported that the numbers at 10 cm intervals of the ruler were filled with red paint while the rest of the numbers were black. The red paint flakes off and contaminates other parts like the cannulas. The surgeon spent some time in a recent deep brain stimulation (dbs) case cleaning paint flakes from inside a cannula. Additional information was requested and on (B)(4) 2014, the following was received: the product problem occurred on (B)(6) 2013 during the preparation of dbs electrode for insertion to target depth after completion of neuron signal mapping (mer). The customer explained that using the axon instruments system, a guide tube is placed on the ruler, after having set the slider on the ruler to the target depth. Then, an adhesive paper tab is wrapped around the upper end of the guide tube to act as a temporary depth stop 5 mm above target. The dbs electrode is inserted into the guide tube and fixed in place by the adhesive tab extending past the upper end of the guide tube. In this case, the surgeon saw red paint flakes on the guide tube sometime during the above process and stopped to clean them off the surface and flush the lumen with saline. When the product problem occurred, the (B)(6) male patient was awake but sedated. Surgical delay was under 10 minutes. There was no known adverse consequence as a result of the surgical delay.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.